Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the wire broke and bifurcated during insertion in the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).the customer returned one arterial catheterization device for analysis. Signs of use in the form of biological material were observed on the guide wire, inside the needle hub, and inside the catheter body. Visual analysis revealed that the guide wire was completely advanced through the needle cannula and through the entire catheter body, which had been deployed off the cannula. The guide wire core and coil wires were separated. Further analysis confirmed that the core wire had separated directly adjacent to the distal weld. Despite this, the distal weld was still attached to the separated portion of the coil wire. It was also noted that the catheter body was severely crimped. The guide wire unraveling/separating likely contributed to the damage observed on the catheter body. The guide wire length from the handle to the point of separation on the core wire measured 4 9/16", which is within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle product drawing. The guide wire outer diameter (in an area unaffected by the unraveled coils) measured .390mm, which is within the specification limits of .381mm-.404mm per the guide wire product drawing. The catheter body total length and inner diameter could not be accurately measured due to the damage; however, the catheter body outer diameter (in an area unaffected by crimping) measured .036", which is within the specification limits of .035"-.037" per the catheter extrusion product drawing. The cannula outer diameter measured .0250", which is within the specification limits of .0250"-.0255" per the cannula product drawing. The cannula inner diameter at the distal and proximal ends measured .017", which is within the specification limits of .0165"-.0180" per the cannula product drawing. The damage guide wire was completely retracted back through the needle cannula. Minor resistance was encountered due to the damage. Once removed, large quantities of dried biological material were observed in the coils of the defective guide wire. A lab inventory guide wire with a diameter of the same size was inserted through the returned cannula. Little to no resistance was observed as the guide wire was able to pass completely through the cannula. Performed per IFU statement, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. Firmly hold introducer needle hub in position and advance catheter, over guidewire into vessel". A manual tug test confirmed that the proximal end of the guide wire was secure and intact within the handle. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture".the report of a separated guidewire was confirmed through complaint investigation. Visual analysis revealed that the guidewire was advanced through both the cannula and the catheter but was severely unraveled/separated. The catheter, guide wire, and the cannula met all relevant dimensional and functional requirement, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 1.5 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report that the damage was observed during use and the appearance of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the wire broke and bifurcated during insertion in the patient. No patient harm reported. The patient's condition is reported as fine.